Event description:
It was reported that patient faced infusion set bent cannula issue event on 01-feb-2026 and patient experienced high blood glucose level and treated with correction bolus via pump or multiple dose injections.

Manufacturer narrative:
Initial 1 of 6. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site:3003442380.